Event description:
New safelite n95 respirators had filter efficiency measures of less than 95%. We ((B)(6)) conducted an experiment on 3 n95 respirator models (3m 1860s, halyard fluidshield n95, safelite n95) to evaluate the effects of decontamination with aerosolized hydrogen peroxide on respirator filter efficiency. The filter efficiency testing followed niosh methods ((B)(6)) and was completed on march 9, 2020. Three masks were evaluated for each of the treatment cycles (0, 1, 2, 5) (n=36 respirators total). The filter efficiency of all 3m and halyard respirators was > 95%. The filter efficiency of all safelite n95s were < 95%. The 3 safelite n95 masks that received no treatment had efficiency ratings of 78.93, 93.96 and 90.35%. The safelite n95 respirators are the primary n95 respirators used at the (B)(6) hospital and may be widely used at other (B)(6) hospitals. FDA safety report #: (B)(4).